Event description:
It was reported that the physician noticed the silicone came off the lead during a breast augmentation procedure. After the surgery, the device was checked and impedance and threshold were within acceptable ranges. The cardiologist is monitoring and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 1488t, st. Jude lead, implanted: 2001 (B)(6). (B)(4).